Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
Black spots and debris were reported in the drip chamber of a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch. There was no patient involvement and harm.